Event description:
During an atrioventricular nodal reentry tachycardia procedure, it was noted that there was a dissociation between signals a and v after ablation. After 10 seconds it was then noted that the patient was sinusal and conduction through the av node was not observed even with pacing maneuvers. The av block was not a catheter issue, so the device was not replaced. The physician decided to stop the case because of the av block.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported heart block could not be conclusively determined. Additionally, the heath impact code was update to 4613 - minor injury/ illness / impairment as no intervention was reported for the heart block.